Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37081, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s stimulation turned on by itself and they wanted to know more details. The patient reportedly was not sure if they had been using the patient programmer correctly. It was noted that it was off and then the patient felt it on. It was also noted that the stimulation came on at normal strength. Stimulation reportedly had a sudden onset. It was further reported that the stimulation turned on ¿automatically¿ five minutes prior to the report. It was noted that they were having a lighting storm and the patient wanted to know if that could happen (meaning stimulation turns on by itself). When asked if they had changed positions the patient replied that they did not know and that they could have. The patient reportedly did not know all the settings for their 6 positions. It was also noted that the patient was right next to electric curlers. The patient was reportedly not in any discomfort and they turned it back off. When it started to thunder and lightning the patient turned stimulation off and got out their electric rollers. The patient was reportedly sitting close to the electric rollers (6 inches) and their stimulation went back on, but it was also lighting and thundering out. It was noted that the patient turned their machine back on and the stimulation was on. It was later reported that the patient was confused about turning the device on and off and that they had trouble remembering the operation of the remote.